Event description:
The reporter indicated that during the explant surgery of the pulse generator, high impedance was noted on a system diagnostics test, "a fray on the positive side of the lead in the junction" and "some blood in the lead, towards the vagus nerve, "indicating a possible lead malfunction. The reporter stated that "he was not comfortable" in using the original pulse generator "because of the fray in the lead." The reporter decided to perform a full revision, due to "the fray in the lead". The explanted vns system has been returned to the MFR and pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.